Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). Following lesion preparation, a 2.75 x 38mm synergy shield drug-eluting stent (des) was deployed in the proximal rca, and a non-boston scientific des was successfully deployed in the left circumflex artery. The patient was then transferred to the ccu; however, the patient developed hypotension and chest pain. Shortly after, the patient went into cardiac arrest. Cardiopulmonary resuscitation was initiated immediately, but the patient could not be reviewed and was declared dead. No autopsy was performed.